Event description:
It was reported that the head end of the stretcher would not raise. It was reported that the head end of the stretcher lowered when the pt tried to raise it.

Manufacturer narrative:
It was believed that after using the CPR drop on the stretcher, the stretcher was not being reset. This causes the motor bearing to grind, causing the motor bearing to wear out over time.